Manufacturer narrative:
The physician confirmed that there is no infection at the site of the exposed lead. The patient did not report any specific events or traumas at the location of the exposed lead. The system had been implanted for more than 7 months with no complaints prior to this event. Cause of the lead eroding through the skin is unable to be determined with the information available

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat right side lower back pain. In (B)(6) 2025 the firm was notified that the physician suspected the site to be infected and planned to remove the system. On (B)(6) 2025 the patient was brought to the surgical site and the physician found that there were actually no signs of infection but that the implanted lead had eroded through the skin at one location. The physician was able to reposition the lead and sutur it to the fascia, then close the skin, no components were removed during the procedure and no new components were introduced. The nalu system remains implanted and in use at the time of reporting.